Manufacturer narrative:
Results: two open samples; one used and one unused, of an unknown lot # were received for evaluation. A microscopic inspection of the unused sample revealed no cuts or abnormalities of the catheter tubing surface. A microscopic inspection of the used sample revealed that the catheter tubing was broken with a smooth cut surface. A review of the device history record could not be performed as a lot # was not provided for this incident. Preventative maintenance, calibration, and equipment were evaluated as part of a manufacturing review and no abnormalities were observed that could have influenced this issue. Conclusion: an absolute root cause for this incident cannot be determined. Our quality engineer notes that the assembly flow has been traced and there is no area within the manufacturing process of the device that will contact the affected catheter tubing area to cause this type of defect.

Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: (B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after removing a bd venflon pro safety peripheral safety IV catheter from a patient, the catheter appeared to be too short. The patient received an x-ray but there was no visualization of a piece of catheter. No further medical or surgical interventions were provided.